Event description:
A pt of unk age and gender presented for an endovenous laser treatment. When the treating physician attempted to remove the 0.035 x 70 cm guidewire from the dilator, the guidewire became stuck. When the pulled on the guidewire, the guidewire unraveled in the dilator. The treating physician replaced the device with another new of the same and successfully completed the procedure without further complications. There was no harm or injury to the pt. The device was set aside to be returned to the MFR for eval.

Manufacturer narrative:
The device used in the reported incident has been returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for a reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).